Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The flow sensor assembly was replaced to address the o2 accuracy and the device was returned to use. Gas delivery system (gds) assembly was return for analysis. An investigation was performed and u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed o2 accuracy during preventative maintenance. There was no patient involvement reported.